Event description:
It was reported that there was a power surge at a business location where they were having a ¿junction.¿ the patient had a seizure. The patient indicated they were electrocuted and had a burn mark over their pump site that happened on (B)(6) 2014. The last refill was on (B)(6) 2014. It was stated that since that event the patient does not get much relief and ¿feels nothing from the personal therapy manager (ptm) boluses.¿ it was further stated that the patient felt like they would get a shock from everything they touch, ¿not like a static shock.¿ while the healthcare provider was interrogating the pump, patient felt intense pain down to their groin; it would go when integration was done. The pump read and looked fine, logs were normal. On the day of report patient was in for a dose adjustment, not a refill. The pump system was delivering morphine.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8 596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported the seizure was related to the power surge. The patient's normal pain area is perineal/rectal pain. The continued shocking was not related to the pump. A catheter dye study (cds) was done on (B)(6) 2014 with normal results. The patient was not receiving effective therapy but the patient states he doesn't feel that the pump has ever effectively helped his pain.